Event description:
Revision of left total hip replacement required due to fracture of ceramic head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.